Event description:
It was reported that a spectrum pump had distorted screen pixels during therapy (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported distorted screen pixels which was not reproduced. Evaluation found no distorted pixels, however, the display gasket was protruding over the display. The display gasket was protruding over the display. The display gasket was replaced to correct the condition.